Event description:
It was reported that, "guide pin was skiving superiorly and into the wall of the nail. Proximal targeter guide was cracked. Surgeon had to switch systems. Used a synthes nail. Knob and sleeve were worn on targeting device."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.